Event description:
Cardiohelp (serial number (B)(4)) restarts it's self without any messages during use. The restart takes shorter time than a normal boot up. After the restart (and after we have zeroed the pressures and flow) it runs again as normal for a while, and then it restarts again. This event happened during clinical trials on pigs. It happened twice on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).